Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the complaint device revealed a kink distal to the transition point of the catheter. A review of the device history record indicates the device met all inspection and test criteria prior to release. The most likely root cause for the reported event is a kink as a result of mishandling subsequent to distribution from sss. The reported event will continue to be monitored through post-market surveillance. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters."

Event description:
It was reported that upon opening the catheter from the package it was noticed that the tip of the device was bent. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.